Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. A correlation between the device and the reported stroke and driveline infection could not be conclusively determined. Stroke and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A full evaluation of the device could not be conducted as the device was not available for evaluation. A review of the device history records revealed that the device met applicable specifications. Review of the complaint history showed that no prior adverse events related to stroke have been reported for this patient. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient suffered an ischemic stroke on (B)(6) 2016, which reportedly resolved on (B)(6) 2016. The patient has a presumed history of bell's palsy with baseline right-sided facial droop and some dysarthria. On (B)(6) 2016, the patient presented with acutely worsened dysarthria, right-sided facial droop, and decreased level of consciousness (loc). A stroke code was called. The patient's anticoagulation regimen consisted of warfarin at the time of the event. A head computed tomography (CT) scan revealed an area of hypodensity/infarction in the right insula without hemorrhage. An acute infarction could not be ruled out based on the imaging. There was no definitive timeline of when the symptoms first occurred, therefore, the patient was not a candidate for tissue plasminogen activator (tpa). The patient¿s anticoagulation was held overnight, due to the patient being at a high risk for a hemorrhagic conversion of their stroke. All anti-hypertensives were held and the patient¿s goal mean arterial pressure (map) was established at greater than 80 mmhg. After 2 doses of 0.2mg narcan, the patient's somnolence improved temporarily. The patient received the first dose during the stroke code and the second approximately one hour later. All narcotics were also held and the patient was kept from receiving anything by mouth (npo) until the speech therapist could clear the patient the following day. The patient¿s lab work was negative for an acute metabolic process. On (B)(6) 2016, the patient¿s facial droop, speech, and loc had all returned to baseline. A repeat head CT scan was performed and showed evolving right insular cortex ischemia. Neurology cleared the patient to resume anticoagulation. The patient was restarted on warfarin with a heparin bridge. The patient¿s inr goal was 2-2.5 with a partial thromboplastin time (ptt) goal between 50 and 75 seconds. The patient¿s home pain narcotics including gabapentin continued to be held with the exception of as needed percocet 5/325mg every 6 hours. The patient was discharged on their home regimen with a plan to have the primary care physician titrate these dosages down. The patient was resumed on home anti-hypertensives without complications. Physical therapy/ occupational therapy (pt/ot) evaluated the patient and 24 hour supervision and assistance services were set up at the patient's home.